Event description:
Customer reportedly obtained results of 494 mg/dl, 184 mg/dl, and 129 mg/dl on the advantage system within 10 minutes. Results were obtained on 2 strip vials of the same lot. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.